Event description:
Customer called advising she was hospitalized for "bad blood glucose." They took the device off, switched to manual injections and pt was released. She went back on device 6 hours later and blood glucose rose again. Went back to hosp, took off device, switched to manual injections. Blood glucose returned to within range. Before initial hospitalization customer did not receive delivery alarm. Admitted device had been dropped.